Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the patient notified their managing health care provider (hcp) about their implant moving, left leg numbness, and pain at an appointment on (B)(6) 2016. The patient didn¿t know why it moved or if it moved. The numbness in their left leg and pain came from the implant because when it was turned off, after 2 days the pain and numbness quit. The steps taken to resolve the implant moving, left leg numbness, and pain were that the patient called the manufacturer and was walked through how to turn it off.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient's implant had moved. The implantable neurostimulator (ins) used to be above the scar and now it had moved so that it was below the scar. The patient's left leg was numb, the patient was in pain, and could not even sit up and had to lie down because of it. There was no trauma or fall that could be related to this issue. There was no recent medical test or electromagnetic interference (emi) exposure. The implant moving started on (B)(6) 2016. The left leg going numb and pain started on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.